Event description:
OEM customer (pss) reported that a customer of theirs was having problems with numerous patients returning in a 1 to 2 month period after mohs micrographic surgery with the sutures splitting. Patients scars not healing well.

Manufacturer narrative:
The lot number was not supplied, so a review of the device history records for lots of the same product code sold to pss from 2006 to 2007 was conducted. There were no quality issues noted during the production of the lots reviewed. There were no other complaints received for the lots that were reviewed. Product from inventory from one of the lots evaluated was measured for diameter and tested for needle attachment, moisture content, pre and post hydrolysis tensile strength. There were no irregularities noted and test results were acceptable meeting the current usp and angiotech specifications. No other complaints received for the lots. Complaints were previously received for polyglycolic acid (pga) synthetic absorbable suture. One was received in 2004 for suture breakage and one in 2006 for suture dissolving too quickly. Within the "actions" sections of the IFU for this product, it states "implantation studies in animals indicate that polyglycolic acid suture retains approximately 50% of its original tensile strength at two weeks post implantation, with approximately 20% remaining at three weeks. Absorption of polyglycolic acid synthetic absorbable suture is essentially complete between 50 and 90 days.